Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that many small air bubbles were noted in the tubing. The customer had filled tubing with 40 units of insulin; however, bubbles were still seen. There was no impact to the customer's blood glucose level. Reportedly, the customer had not performed the air removal step when loading the cartridge and it was recommended that the customer change out all supplies. The customer was instructed regarding the proper load process.